Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during inspection, it was observed that the attachment device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
An incomplete unique identifier( UDI) was reported in the initial report. The complete UDI has been added. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. During repair, it was determined that the device bearings and gears were worn out which caused the heat. The assignable root cause was determined to be due to normal wear. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.